Event description:
Caller reported an issue with a continuous glucose monitor, specifically citing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support, who guided them through a complete pump reset process. Following the reset, the error did not reoccur, and the customer successfully started their sensor session.